Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
Correction - the lot number in section d4 and the device manufacturing date in section h4 were updated based on the returned product. Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.